Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and was reported as a "white dirt" in the air/water channel - however, the material was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope it is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The local olympus office reported the customer was trained by olympus to reprocess these devices in accordance with device instructions for use. No further customer reprocessing information will be made available. Visual examination of the device found the following additional issues: the distal end adhesive was lifting; the insertion tube adhesive was lifting; the air/water housing ring was worn; and the plug body had a loose air/water connector. Functional testing showed the bending angles for up, down, left and right did not meet with specifications and both directional knobs had excess play. Finally, the device did not meet with electrical insulation specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a distal end issue. The device was returned to olympus for evaluation. During evaluation, white contamination was found in the air/water channels. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.